Event description:
During a procedure, a cardiac tamponade occurred during ablation on the mitral isthmus. During ablation, the patient became hypotensive. A transesophageal echo was performed confirming the tamponade. A pericardiocentesis was performed stabilizing the patient. The specific location of the perforation is unknown. There were no alleged performances issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Two sets of log files were returned that corresponded to the reported device batch number and event date; therefore, both log file sets were reviewed. Analysis of the two log file sets concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of both log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported cardiac tamponade, and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.